Event description:
During troubleshooting for a check patient line alarm on the homechoice, it was reported there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. Troubleshooting determined the cause of the air was due to a closed patient line clamp during prime. The technical services representative reviewed proper procedures with the patient and advised the patient to restart therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was reported to be closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.